Event description:
It was reported that the catheter sheath had a pinhole leak. The 75% stenosed target lesion was located in the midlly tortuous and severely calcified circumflex artery. A 1.50mm rotapro was selected for use. During preparation, it was noted that a pinhole was present in the sheath and the position marked with cello tape, causing pressurized rotor cocktail to leak out. Post-operative inspection confirmed externally. It remains unclear whether the hole was present from the start or developed during treatment due to heat from the drive shaft. Furthermore, the sound was slightly different from usual. The procedure was completed using this device. There was no patient injury and the patient was stable after the procedure.

Manufacturer narrative:
H6: device codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the sheath was torn at 17.4cm distal from the strain relief.

Event description:
It was reported that the catheter sheath had a pinhole leak. The 75% stenosed target lesion was located in the midlly tortuous and severely calcified circumflex artery. A 1.50mm rotapro was selected for use. During preparation, it was noted that a pinhole was present in the sheath and the position marked with cello tape, causing pressurized rotor cocktail to leak out. Post-operative inspection confirmed externally. It remains unclear whether the hole was present from the start or developed during treatment due to heat from the drive shaft. Furthermore, the sound was slightly different from usual. The procedure was completed using this device. There was no patient injury and the patient was stable after the procedure.